Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot kl8067, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an artificial elbow joint replacement surgery on (B)(6) 2019 and suture was used. During interrupted suturing on the subcutis, after passing the needle through the tissue, the suture was broken easily when pulling the suture. The surgeon opined that strength of sutures with the lot # was weak, another package was used for the patient with no problem. There were no adverse consequences to the patient.